Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Once the evaluation and investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, pins are very hard to open. Event occurred during surgery. No harm reported, but there was a delay - had to get new mesher and more cadaver skin. No additional adverse events were reported.

Event description:
Follow up with customer indicated that no delay in surgical procedure occurred.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, and the pins are very hard to open. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(6) as documented in the repair reports in livelink. Product review of the skin graft mesher on november 26, 2018 revealed that the comb, roller, side plates, roller gear, and guide block were damaged. The pretest could not be performed due to the damaged components. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, washers, cap nuts, shoulder bolts, carrier guide, and stabilizer feet. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, roller, side plates, roller gear and guide block were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, roller, side plates, roller gear and guide block were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.